Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). It was reported that the balloon ruptured at 16 atmospheres which is above rated burst pressure of 14 atmospheres as indicated on the product label. The armada 14 instruction for use states: inflation in excess of the rated burst pressure may cause the balloon to rupture.

Event description:
The balloon ruptured at 16 atmospheres (atm), not 14 atm as initially reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a restenosed moderately tortuous heavily calcified lesion in the mid popliteal-segment. It was reported that the 3.0x120mm armada 14 ruptured at rated burst pressure due to the extreme eccentric plaque. The procedure was successfully completed with a non-abbott balloon and the patient is doing well. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.